Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the patient did not report this event to their office. If additional information is received, a follow up report will be sent.

Event description:
It was reported that compatibility guidelines were requested for MRI. The area to be scanned was the head / brain. The reason for MRI was suspected stroke that caused the patient to fall and hit her head - it took six hours for the patient to be awakened. The issue was not related to ins. The patient's ins had not been working right and the patient didn't feel stim. The patient did not have patient programmer to try to make changes and had not been to see a physician to have any reprogramming done. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# v302593, implanted: 2009 (B)(6); product type lead product ID 3889-28 lot# v330678, implanted: 2009 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).